Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not charge their ipg for several months. Subsequently, the scs ipg became inoperable. As a result, patient underwent a surgical intervention on (B)(6) 2018 wherein scs ipg was explanted.